Manufacturer narrative:
Device evaluation summary device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death.

Event description:
A us distributor reported that a patient passed away while possibly wearing the lifevest. It was reported that the patient passed away sometime over the weekend of (B)(6) - (B)(6) 2018, although an exact date of death is unknown. Review of the patient's download data indicates that the patient was wearing the device on (B)(6) . At 11:19:00 the lifevest declared an arrhythmia. The patient's rhythm at the time of the arrhythmia was vt at 150 bpm degrading to vf. The detection lasted for 21 seconds. The response buttons were pressed intermittently during the detection, delaying the onset of treatment. At 11:19:20, the detection stopped due to the rate falling below the treatment threshold. The device was then shut down three seconds later while the patient was in vf. The patient later passed away. The device properly detected the vt/vf. The patient was not in the detection sequence long enough to receive a treatment. The treatment sequence was delayed due to the response buttons being pressed. The rhythm ultimately fell out of the detection sequence due to the rate falling below the treatment threshold.